Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 51-53 mg/dl. The cause of the low bg was unknown. The customer addressed low bg level with juice. Reportedly, the issue occurred prior to the report with tandem technical support, therefore, troubleshooting could not be performed. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.